Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator (B)(6) 2012; 419488 implantable pacing lead (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007.